Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative:the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows:it was reported that the patient under fixation of pubic symphysis following a fall from a horse on an unknown date. Anatomic reduction and internal fixation was achieved using a 3.5mm plate and screws. Five months post operatively it was found that one screw started to back out and one had broken. A revision surgery was performed using a 4.5 non-synthes plate. There was no report of a surgical delay. This report is for 1 of 2, (B)(4).